Event description:
Per medwatch received: during routine neuro-angiogram a micro puncture catheter was placed into the right femoral artery and upon removal of the catheter, it partially fractured. The retained catheter was successfully removed intact in the operating room. There was not pt injury. No additional clinical info is available from the customer risk manager. No harm or injury reported.

Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. A follow-up report will be submitted when the eval has been completed. Eval results: a follow-up report will be submitted when the eval has been completed.